Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's had their system explanted for an unknown reason at an unknown date. No further information was available.

Manufacturer narrative:
Correction h6: coding corrected from 3190 - insufficient information to 2017 - improper or incorrect procedure or method.